Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim verify screen with a reddish contrast. A battery compartment crack was found running from the threads downward through the grip pad. The keypad cover was missing from the pump while all the buttons responded properly. Removal of the keypad cover found contamination under the contrast button contact. The bolus button cover was missing and the button function was unable to be tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked, and contamination was found under the contrast button contact. This report is made based on the results of investigation completed on (B)(6) 2015.